Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm involvement.

Manufacturer narrative:
The customer has declined returning the device for eval and elected to order replacement parts for in house repair. Info has been added to the database for trending purposes.